Event description:
According to the reporter, during a laparoscopic ovarian cystectomy, the suture suddenly broke near the needle while suturing the ovary. This caused a delay in the surgery and minor oozing at the wound site, with an estimated blood loss of approximately 10 ml. A new suture was used to complete the procedure.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.